Event description:
It was reported to philips that the flexvision gave a remote alert indicating a process crash had occurred, preventing a full system boot the device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the system was not booting. A review of the system logfiles found software issue with flexviewing application. Fse tried to reload the software on the flexspot computer, but issue was not resolved. Upon troubleshooting actions, the fse reseated the mini display port connection and restarted the system multiple times. After repairs, the system was returned to use in good working order.